Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm. Evaluation found that the door would latch, but the forces required are above expected levels and if not applied the device would alarm. The door hooks were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.